Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. Due to this inappropriate atrial tachy response (atr) were store and three inappropriate shocks were delivered. Further review of the system was recommended. This lead remains in service. No further adverse patient effects were reported.